Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change, fluoroscopy was performed revealing externalized conductors close to the rv shock coil. The lead was electrically stable. The physician made the decision to reuse the rv lead with the new device and will continue to be monitored. The patient was stable.